Event description:
The following was reported by the attorney for the pt: on (B)(6) 2006 - pt underwent hernia repair surgery with a small oval kugel patch. On (B)(6) 2010 - pt underwent explant of hernia patch upon recommendation from her doctor.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.